Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that a web device was used during an acom aneurysm tx procedure. The web device cannot be detached after multiple attempts by the physician, including with advancement manipulation attempts. The physician tried to pull back the web device and prematurely detached into the left a1 with free left a2 origin. The patient was treated from right side stent plus coiling. The patient wake-up fine and with mrs=0. No patient harm or injury was reported.

Manufacturer narrative:
Imaging review: four radiographic images were provided for review as a single jpeg file composite. They are blurry; therefore, the date or time of the images could not be determined. The review of the images is as follows: top left: ap subtracted left ica dsa, with contrast, submentovertex projection. A dac is in the distal cavernous ica. There is a wide-necked 6-8 mm acom aneurysm. Top right: subtracted left ica dsa, with contrast, submentovertex projection. A web has been placed in the aneurysm and protrudes slightly into the acom complex. It appears as the web has not yet been detached, but it is difficult to tell. Bottom left: single shot non subtracted image with no contrast. The web has been pulled out of the aneurysm and is now in the a1 segment. The web is elongated and has assumed the shape of the a1. It is now detached, and the via catheter is seen proximally. Bottom right: ap left ica dsa, subtracted, with contrast. The proximal part of the web base is in the a1, about 1-1.5 mm from the origin of the a1. The a1 is occluded, with only a short 1-1.5 mm stump filling. These images do not explain the alleged detachment problems with the web. Furthermore, the web delivery system was not returned for evaluation. Since the delivery system was not returned, the investigation could not test for or further assess the alleged detachment issue and therefore, this complaint is considered non-verifiable. The returned wdc-2 controllers used with web system in the procedure were found to function as intended and would not have caused or contributed to the reported event. The via 17 microcatheter used with the web system in the procedure was found kinked at the distal hub tip; however, this would not have caused or contributed to the reported web detachment issue. The physical evaluation of the via microcatheter could not identify the conditions or circumstances that led to the kink, but the kink is consistent with the device experiencing forces over specification.